Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system experienced a syncopal episode. There was no indication of greater than two seconds of asystole. This ICD remains in service. No additional adverse patient effects were reported.